Event description:
The customer reported via voluntary medwatch (mw5106481) a false negative result with the binaxnow¿ covid-19 antigen self test on (B)(6) 2022 (sample type not provided). Confirmation pcr testing was performed on an unknown date which resulted in a positive test. The customer stated that they were symptomatic (details not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation results: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.